Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. A complete lead was returned in one piece and visual examination found no malfunctions. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number: 2017865-2022-14108. It was reported that the patient presented in the operation room due to pacemaker infection. The entire pacemaker system were explanted. The patient condition was unknown.